Event description:
It was reported that an alert for high, out of range, pacing lead impedance was observed via remote transmission. No patient symptoms were reported. The lead will continue to be monitored.

Event description:
New information received notes that non-sustained rv oversensing due to noise was observed via remote transmission. No intervention is planned at the present time. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.